Event description:
Patient's mother reported pump leakage - pumping even if it is in off status. Patient did not miss any dose. Approving new pump. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia.